Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges congestion, and they are not getting enough oxygen. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges congestion, and they are not getting enough oxygen. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed an unknown dust like contamination on the front panel, top enclosure, pca (printed circuit assembly) board, bottom enclosure, air inlet of the blower box, blower motor, and the blower motor seal. Plastic like particles were observed on the bottom of the blower box. Evidence of potential liquid ingress was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER 2243857 (v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report, linv was captured. In box d: device third party. Device avail for eval. Date returned. In box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.